Event description:
The pt no longer hears sound sensations on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was done in 1999. The healthcare professional has been informed that the explanted device should be returned to cochlear corp. They have not returned the device.